Manufacturer narrative:
Lot number was updated based on new information. Data provided by the customer also demonstrate tsh results of 5.39 and 5.50 miu/l obtained on (B)(6) 2014. The tsh from the siemens analyzer was actually obtained on (B)(6) 2014 and was 0.94 me/l. The customer sent two samples from the patient to the manufacturer for investigation. The investigation confirmed the high results obtained by the customer. The investigation determined the event was caused by the presence of macro-tsh in the patient's sample. This interference is covered in device labeling.

Manufacturer narrative:
The event took place in (B)(6).

Event description:
The customer stated they obtained a reproducible thyrotropin (tsh) result of 5.35 miu/l in a serum sample when testing was performed on a cobas 8000 e 602 module, serial number (B)(4). Repeat results from the cobas were not provided. The result was reported to the physician who questioned the result since it did not fit the patient's clinical situation and he did not trust the result. The test was repeated on a siemens centaur with a result of 0.94 miu/l. The physician took no action based on the erroneous result. There was no allegation of an adverse event.